Event description:
It was reported the customer had a motor communication error alarm on their insulin pump. Customer also reported receiving a off no power alarm. Customer's blood glucose was 110 mg/dl. Troubleshooting found the alarm did not occur during the prime rewind sequence. The customer also stated the correct bolus amount was recorded in the bolus history. The customer's temp basal was not programmed prior to the alarms occurring. Customer was advised their insulin pump needed to be replaced. The customer declined to troubleshoot for the off no power alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power alarm was noted. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.